Event description:
It was reported that the patient had a superficial infection at the midline incision site. The patient was prescribed with oral antibiotics at the emergency department and was sent home on the same day. It was noted that infection was not procedure related. Upon follow-up, the patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7077866.